Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the patient experienced a hollow feeling in their chest and were not feeling well. It was also reported that the leadless implantable pulse generator (ipg) was potentially exhibiting atrial oversensing. The leadless ipg was reprogrammed and remains in use. Approximately one week later, the patient represented with a feeling, "like his heart was working overtime ," and feeling, "worse." No further patient complications have been reported as a result of this event.